Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Additionally, the air pressure leakage was found during the evaluation, based on the results of the investigation, it is likely that the event occurred due to a failure of the electro-pneumatic proportional valve. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the front panel of the high flow insufflation unit was flickering and experienced blackouts. The issue occurred during preparation for use, the intended therapeutic laparoscopic surgery was completed using a similar device, and without delay. There were no reports of patient harm.

Event description:
It was reported that the front panel of the high flow insufflation unit was flickering and experienced blackouts. The issue occurred during preparation for use in laparoscopic surgery and was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The full name for the establishment name is: affiliated hospital of (B)(6).